Event description:
The customer received questionable results for total bilirubin, alkaline phosphatase (alp), aspartate aminotransferase (ast), alanine aminotransferase (alt) and gamma-glutamyltransferase (ggt) for one patient sample. The initial total bilirubin result was 0.40 mg/dl. The initial alp result was 79 u/l. The initial ast result was 25 u/l. The initial alt result was 39 u/l. The initial ggt result was 21 u/l. The doctor questioned the accuracy of the initial results as abnormal results for the liver enzymes were expected. The staff member observed a fibrin clot in the sample which was removed. The sample was then aliquoted into a sample cup and repeated on another module of the cobas c501. The repeat total bilirubin result was 3.94 mg/dl with a data flag. The repeat alp result was 198 u/l with a data flag. The repeat ast results were 255 u/l with a data flag twice. The repeat alt result was 1297 u/l with a data flag. The repeat ggt result was 213 u/l with a data flag. The patient was not adversely affected. The reagent lot numbers and expiration dates were not provided. The field service engineer checked that the clot detection system on the system was working fine.

Manufacturer narrative:
A clear root cause could not be determined as the reaction monitors were not available for further investigation. Clotted material on or in the sample needle may have an influence on the pipetting of the sample.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).